Manufacturer narrative:
One pneupac ventilator was returned for analysis. Visual inspection was performed. The issue was confirmed and was found to be due to the device being dropped. The device was repaired, calibrated and preventative maintenance was performed.

Event description:
It was reported the operator dropped and broke the expiatory port on the pneupac ventilator (parapac plus). No patient injury or complications were reported in relation to this event.